Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the energy select buttons located on the device were not functioning. The complainant indicated that there was no pt involvement in the reported malfunction.